Event description:
It was reported that they have an abbott scs device and it causes them more pain then it benefits them. Caller initially stated that they have had issues with the ins since 2018, then later stated that they have been dealing with issues for 5-6 years. Caller stated that "it keeps breaking, the stems and they did a surgery last month and they have fluid in the area. Caller stated they are meeting with a surgeon tomorrow and would like to have their abbott ins replaced with a (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).